Event description:
It was reported that patient had difficulty charging the implantable pulse generator and was not working as intended. It was noted that patient experienced pain at the implant site and leads had migrated also. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 21323426.